Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected post-reset ram crc alarm noted during or testing. However, the low battery alarm was confirmed in the format history file and the power management parameters graph confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance on the j6 printed circuit board assembly. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump had scratched case and damage keypad overlay texture.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.